Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer on 2019-11-20. It was reported the patient would have to spend 8 hours charging her ins because it "wouldn't stay in place". The patient further clarified that she tried using the adhesive disc "stickers", but she had "no contact". The patient stated that due to these issues it would cause her pain when she would charge her ins because she would have to stand for 8 hours. Patient tried the adhesive discs and that did not resolve the issue. Patient stated that this issue had been going on since date of implant. The patient added that her ins was failing and that the battery died and then they got it going again and then it died again. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that patient's husband was calling to donate patient's old external equipments. Patient had a replacement done due to the ins was not holding a charge and died. The manufacturer representative reported that the rep did not recall/remember being notified of the event. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient did not see a use for the old device. When asked for what led to the ins not holding a charge, the patient did not provide any likely factors.